Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: urgency. Outcome: blank: not recovered/not resolved.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2022 and mesh was implanted. On 23 may 2023, mild urgency and dysuria were noted. The event of dysuria was resolved/recovered without sequalae as of 06 jun 2023. On 22 mar 2024, mild dysuria was noted again and unspecified drug therapy was provided. All events were reported as unlikely related to the study device and possibly related to the study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please describe any medical intervention required including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure female, 61.3kg, 24.7. Name of index surgical procedure? Sling operation for stress incontinence the diagnosis and indication for the index surgical procedure? Stress incontinence were any concomitant procedures performed? Yes ¿ hysterectomy, colpopexy, colporrhaphy, cystoscopy. Other relevant patient history/concomitant medications? See edc. Please describe any medical intervention required including medication name and results. Macrobid ¿ ongoing ¿ no results in chart. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Uti. What is the patient's current status? Ongoing ¿ no updates noted in chart product code and lot number? Tvtrl - 3941519.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 updated information received: adverse event term: dysuria end date : blank => (B)(6)2024 outcome : not recovered/not resolved => recovered/resolved without sequelae